Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('tilted uterus might causing pain./ for our pain and suffering') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine malposition ("tilted uterus") and arthralgia ("joint pain"). The patient was treated with surgery (removed essure.). At the time of the report, the pelvic pain, uterine malposition and arthralgia outcome was unknown. The reporter considered arthralgia, pelvic pain and uterine malposition to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: pelvic pain, arthralgia, uterine malposition. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. Case becomes an incident. New events added: I had my coils removed and pain , tilted uterus. Reporters were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('tilted uterus might causing pain./ for our pain and suffering') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine malposition ("tilted uterus") and arthralgia ("joint pain"). The patient was treated with surgery (removed essure.). At the time of the report, the pelvic pain, uterine malposition and arthralgia outcome was unknown. The reporter considered arthralgia, pelvic pain and uterine malposition to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media :pelvic pain, arthralgia ,uterine malposition. Most recent follow-up information incorporated above includes: on 24-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.